Manufacturer narrative:
Based on the add'l info provided by the clinical pharmacist and the clinical engineer, this incident is related to user/device interaction. All available info has been sent to the actual MFR, b. Braun medizintechnologie gmbh for eval. If any pertinent info becomes available, a follow-up report will be filed.